Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare rep that an mr290v autofeed humidification chamber did not have a waterfeed line. This event was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage to the water feed line. Results: visual examination indicated that the water feed line appears to have been cut or broken through just above the top of the mr290 chamber where it connects. Remnants of the water feed line can be observed still glued into the top of the dome. Conclusion: the water feed tube has been assembled correctly during the mfg process as indicated by the presence of glue and remains of the tube at the connecting point with the chamber. It is likely that the tube sustained damage post -production, prior to pt use. All mr290v chambers are pressure tested for leaks following production. This pressure test checks for any leaks present in the chamber dome due to cracks and other causes which includes any defects in the water feed tube. Any chambers which fail this test are rejected. Should this defect have been caused during the mfg process, it would have been detected at this stage. No pt injury has been reported. This is an unusual occurrence which we have not previously encountered.